Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
International customer reports that a pt developed indications of infection three days following a lower anterior resection in which the reservoir was used. Pelvic infection was confirmed by CT scan. Antibiotics were prescribed. A pelvic irrigation was performed; the device was removed and exchanged. It is opined that the anti-reflux valve was not working and the drainage was going back into the pt.